Event description:
It was reported that log files captured a pump reset at 20:55:12 on 04jan2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset; however, a specific cause for this finding could not be conclusively determined through this evaluation, as the controller event log file did not include data from the time of the pump reset event. The submitted controller event log files contained events from 29feb2024 ¿ 14mar2024 and captured the pump operating as intended. The submitted lvad event log file contained events from 03jan2024 ¿ 12mar2024. The file captured a pump reset on 04jan2024. A specific cause for the pump reset could not be conclusively determined through this evaluation, as the events leading up to the reset are not captured in the controller event log file data. No notable lvad faults were captured outside of the pump reset, and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.